Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead threshold and impedance had been trending upward and showed signs of fracture. Noise and pacing inhibition were noted with isometric exercises. The lead was capped and replaced. No patient complications have been reported as a result of this event.